Event description:
During "ivus" of the circumflex, using an xv 3.5 guide with short "bmw" wire, the "ivus" catheter would not advance beyond the lesion. Catheter was stuck within the lesion. While manipulating the catheter, dissection of the left main vessel occurred.